Event description:
It was reported that on (B)(6) 2012, during a left internal-common carotid artery stenting procedure, an acculink stent was successfully implanted and the patient experienced hypotension. The patient was discharged home on (B)(6) 2012 and is being treated with a common medication, dopamine. The hypotension resolved without adverse patient sequela on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.